Event description:
An optometrist reported that a pt underwent lasik on (B)(6) 2010. The pt was diagnosed with regression/undercorrection in the right eye in 2012. On (B)(6) 2012, the flap was lifted and a refractive enhancement was performed. Following the enhancement, epithelial ingrowth was seen. The flap was again lifted and the ingrowth was removed. The flap was replaced and a bandage contact lens was inserted and remained in place for one day. Antibiotic and steroid eye drops were used for one week. Post-operatively, the pt is doing well. A "few insignificant cells at the flap edge" were seen on (B)(6) 2012.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).